Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and a device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. However, one of the retainer legs of the anvil was observed to be bent and there were nicks on the knife blade. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the device anvil legs bent when the surgeon trying to attached the anvil to the shaft so it cannot be attach firmly and need to take out the proximal part of the colon per-string with the defected anvil and replaced it with a new anvil from another new device to resolve the issue in order to complete the case. There was no patient injury.